Event description:
It was reported that this implantable cardioverter defibrillator (ICD) system recorded high out-of-range shock impedance measurements on the right ventricular (rv) lead. Technical services (ts) noted day-to-day variability in the impedance values and recommended to perform a commanded shock to assess this lead ability to deliver shock therapy. No adverse patient effects were reported. This rv lead remains in service.